Manufacturer narrative:
Evaluation codes: method- other- work order search, result: visual inspection of the returned product showed that the lens was split in half and one of the halves was split across the haptic and optic. There was evidence of a clear surgical residue. A work order search was performed, and there were no similar complaints found.

Event description:
It was reported that surgeon inserted a cc4204bf collamer plate lens and the posterior capsule tore. The lens was removed without enlarging the incision and a vitrectomy was performed. The reporter stated the incident was not related to the lens. The surgeon could not get the lens seated in the sulcus and inadvertently damaged the capsule. Another type of lens was implanted in the sulcus and the pt is doing fine.